Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later, as per operative notes healthcare professional reported removal of intact breast implant. Washout silicone gel bleed, palpable breast implant fold and recalled textured implant. Breast shape asymmetry, partial sagging, breast size asymmetry, mammary fold asymmetry are not considered complaints against the device. This record is for left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "silicone gel bleed".